Manufacturer narrative:
Technician found a broken latch pin. Replaced latch pin to resolve this issue.

Event description:
Information rec'd indicated that the siderail would not lock in upright position.